Event description:
Caller (nurse) alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 1.0, 2.3. Time between testing: tests done back to back. Pt¿s therapeutic range: not provided. Nurse did not test patient and was unable to provide technique or pt specific info. Nurse stated that she noticed some lower results within the past few days. Office has 20 operators with 4-5 meters. Nurse stated that new operators have been testing on the inratio for at least 3-4 months.

Manufacturer narrative:
Investigation pending.